Manufacturer narrative:
After battery installation, the insulin pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor tester displacement test due to display anomaly. The insulin pump was received with cracked select button keypad overlay and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump flashes a black and white screen and the keypad buttons are not responsive. Customer's blood glucose level was 165 mg/dl at the time of incident. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.